Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon the fixation of the mesh during a laparoscopic hernia repair, the device handle got jammed. A new device was used to complete the case. There was no patient injury.